Manufacturer narrative:
On (B)(6) 2024, our customer reported an incident with our selenia dimensions mammography system with serial number (B)(6). It was reported that the c-arm started moving vertically without any command from the user. It was also reported that a vta error was shown on the system. The incident occurred prior to procedure with no patient in the room. No injury was reported to the user/staff. On the (B)(6) 2024, our hologic field engineer visited the site to examine the system. Vta error usually appears when the system detects a c-arm¿s vertical motion issue. Our hologic field engineer observed that when releasing the switch to move the c-arm down, the c-arm did not stop right away (did not stop as fast as expected). The movement of the c-arm continued to approximately 0.5cm without command, triggering the vta error. Our hologic field engineer checked the mechanical parts of the vertical travel assembly (vta) and found that a clutch is defective. The clutch is designed and meant to prevent uncommanded motions of the c-arm. Our hologic field engineer confirmed the cause of this incident is a defective clutch. The defective clutch has been replaced. The system was extensively tested and is now operating according to specifications. The drag brake was not returned for further investigation ¿ it was scrapped on site. The drag brake was 2309 days old from the date of system manufacture to the date of the incident. Because no part was returned, the investigation will be limited. Reviewing the error codes, vta 29:17 is the originating error code which indicates unexpected vertical motion in the downward direction or stalling. This then triggers an emergency gantry shutdown as a safety feature. A review of device history showed that this behavior did not recur since the troubleshooting performed by the fe. Due to the unreturned part, the root cause of the uncontrolled motion is unknown. The probable cause is a malfunctioning drag brake due to wear and tear. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 1, which is acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4), sku: sdm-sys-6000-3d, serial number: (B)(6), date of manufacture: 4/10/2018, installation date: (B)(6) 2018, incident date:(B)(6) 2024, date of part manufacture: unknown. DHR review: there were no discrepancies in the DHR related to this behavior. Selenia dimensions final test record, right c-arm switch functions & left c-arm switch functions tested upward and downward.

Event description:
It was reported that on 5th of august 2024, customer reported an incident with our selenia dimensions mammography system. It was reported that the c-arm started moving vertically without any command from the user. It was also reported that vta 29:17 error was shown on the system. The incident occurred prior to procedure with no patient in the room. No injury was reported to the user/staff. A field engineer visited the site to examine the system. Vta 29:17 error usually appears when the system detects a c-arm¿s vertical motion issue. Our hologic field engineer observed that when releasing the switch to move the c-arm down, the c-arm did not stop right away (did not stop as fast as expected). The movement of the c-arm continued to approximatively 0,5cm without command, triggering the vta 29:17 error. Our hologic field engineer checked the mechanical parts of the vertical travel assembly (vta) and found that a clutch is defective. The clutch part number asy-03665 is designed and meant to prevent uncommanded motions of the c-arm. Our hologic field engineer confirmed the root cause of this incident is a defective clutch. The defective clutch asy-03665 has been replaced. The system was extensively tested and is now operating according to specifications.